Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, a balloon catheter became stuck on a guide wire. The 100% stenosed lesion was located in the mildly tortuous and mildly calcified right coronary artery. The 15mmx2.00mm apex balloon catheter was being loaded onto a non-bsc guide wire to predilate the lesion when it became stuck on the guide wire. The physician attempted to remove the balloon from the wire but was unsuccessful. The physician was able to successfully remove the balloon and guide wire as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was no damage to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed as there is no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty (B)(4).